Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order was not populating on station and unable to dial into the station in the remote smart service dashboard. The customer reported there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that order was not populating on station and unable to dial into the station in the remote smart service dashboard. The technical support specialist logged into ccemc (cce 1.5.5 sp1) and confirmed that the cce-service had been running since august. The queue manager was found empty, mbm feeds for barton were connected via tcp, and message tracing showed normal message flow. No issues were identified. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order was not populating on station and unable to dial into the station in the remote smart service dashboard. The customer reported there was a delay in patient care. There were no adverse events or injuries reported based on this event.